Event description:
It was reported the powermax elite mdu hand control got warm before the procedure. No injuries or complications were reported as a result.

Manufacturer narrative:
Unit was powered on using the appropriate test equipment and it failed functional tests with motor stall error and overheating when power cord was bent at strain relief. Power cord assembly grew warm during testing. After troubleshooting, the cause of error was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed, only cosmetic. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. Mdu is over 2 years old. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.